Event description:
A 4f single lumen PICC placed on (B)(6) 2014. On x-ray found to be placed too deep so pulled back.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.